Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; g3; h2; h3; h4; h6 reported event was unable to be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Manufacturer narrative:
(B)(4). Concomitant products: 00625006535- bone scr 6.5x35 self-tap- 64416664; 00625006525- bone scr 6.5x25 self-tap- 64945776; 00625006520- bone scr 6.5x20 self-tap- j6937390 ; 00625006525- bone scr 6.5x25 self-tap- j7007857; 010000983-g7 freedom const e1 lnr 36mm e-7006050. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product requested but not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Requested but not returned by hospital.

Event description:
It was reported patient underwent a left hip revision two days post-implantation due to loosening. During the procedure the cup, liner, head, and screws were all replaced. Attempts to obtain additional information have been made; however, no more is available at this time.